Event description:
It was reported that the table of the 2600 system would not function. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the control pcb. The control pcb was replaced. The system was tested and found to be working as intended and placed back into service.